Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2316-50, serial #: (B)(4), description: infinion 1x16 perc lead kit-50cm.

Event description:
A report was received that the patient was experiencing headaches after a trial procedure. The physician suspected possible non-device related dura puncture. A blood patch was done. The patient still had headaches but was reportedly getting better.